Event description:
The manufacturer received a complaint from a customer reporting that a trilogy ev300 ventilator displayed a ¿ventilator inoperative¿ message. The customer reported that rebooting the device did not resolve the issue and the same error message reappeared. The customer also retrieved the device event log. As a result of the error condition, the ventilator was unavailable for patient or clinical use. No patient injury or serious adverse event was reported. The device has not yet been evaluated. The manufacturer's investigation is ongoing. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
The manufacturer previously received a complaint from a customer reporting that a trilogy ev300 ventilator displayed a ¿ventilator inoperative¿ message. The customer reported that rebooting the device did not resolve the issue and the same error message reappeared. The customer also retrieved the device event log. As a result of the error condition, the ventilator was unavailable for patient or clinical use. No patient injury or serious adverse event was reported. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. The manufacturer has updated section h in this report.